Event description:
It was reported during an appendectomy procedure that the clips would not advance. They used another like device. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the jaw and the cam broken off. The instrument was cycled and ejected the remaining clips due to the jaw condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.